Event description:
During the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube inot the aorta. A replacement was used to complete the procedure. No pt complications were reported by the hospital.